Manufacturer narrative:
Age of device: 3 years, 3 months, 26 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2015. It was reported that on (B)(6) 2018, the lvad system produced a driveline fault alarm. The system controller was replaced. Patient experienced a short-to-shield while on power. An x-ray was performed which showed a breakdown on the shield about 7.5 cm distal to exit site. The manufacturer's technical services undertook a repair of percutaneous lead (driveline); however, the pump failed to start when the lead was connected. The damage was thought to be internal. The pump restarted when the old lead was reconnected. Subsequently, the patient underwent a pump exchange on (B)(6) 2018. Additional information was requested but not yet provided.

Manufacturer narrative:
Although the reported driveline fault alarms were confirmed via the submitted log files, the cause of the suspected driveline damage could not be conclusively determined. The account communicated that the patient presented to the clinic with driveline fault alarms since the day prior. Analysis of the submitted log file revealed constant driveline fault alarms and yellow wrench advisories beginning on (B)(6) 2018. The driveline faults appeared to result from an issue with phase 3. The other phases did not appear to contribute to the fault. The log files also captured transient low flow alarms throughout the log file. A no external power event was captured on (B)(6) 2018 when the rsoc on the black and white power cables reached 0. The system continued operation on the backup battery until appropriate external power sources were reconnected as intended, and support was not interrupted as a result of these events. The pump remained above the low-speed limit and appeared to be functioning as intended. On (B)(6) 2018, an abbott technical services representative performed a dl repair under work order (B)(4); however, the repair could not be completed because the pump did not start when the new lead was connected. The damage appeared to be internal and the pump restarted when the old lead was reconnected. The patient ultimately underwent on pump exchange on (B)(6) 2018 and heartmate ii lvas, serial number (B)(4), was not returned for evaluation. The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. This IFU also explains that pump flow is estimated based on pump power. Pump performance monitoring outlines different pump parameters and describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The alarms and troubleshooting section of this IFU describes all alarm conditions, including the low flow hazard alarm. The heartmate ii lvas IFU also outlines battery charge levels, the fuel gauge display, visual and audible alarms, and how to exchange power sources. At least one system controller power lead must be connected to a power source at all times. The IFU also describe the fact that backup battery, located inside the system controller, powers the pump for at least 15 minutes during a power-loss emergency. Additionally, these documents outline all system controller alarms as well as the appropriate actions associated with them. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. No further information was provided. The manufacturer is closing the file on this event.